Event description:
The tip of the needle broke off and remains in the pt. No further consequences reported with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed.